Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06426. It was reported the patient experienced trauma to her back and since her scs stimulation moved to her abdominal area and no stimulation on her low back at all. A sjm representative met with the patient and reprogrammed the patient's scs system and effective stimulation was restored, however, the patient lost stimulation again. Follow up identified the patient's leads had pulled down. Surgical intervention was taken and the patient's leads were explanted and replaced. The patient reported receiving effective stimulation postoperative.